Manufacturer narrative:
The customer communicated with a philips remote service engineer (rse). The rse issued the customer a quote for a new device. However, the quote was not accepted. At the time of this investigation, the device has yet to be returned. The defective device remains at the customer site. No additional information is available.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was an error in the loudspeaker. No patient involvement.